Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported, during a film shot, that the 2600 system presented a kv error on the 2nd film shot. The fluoro functions worked ok. There was no report of pt injury.